Event description:
It was reported that a physician performed an uneventful novasure endometrial on (B)(6) 2014 and the pt was discharged home. Six days post-ablation the pt called with "complaints of pain and was admitted to the hosp for observation. An ultrasound was negative and no free fluid was seen. Her initial white blood cell count was 14 which subsequently dropped to 8. She remained afebrile and was released from the hosp. She returned to the hosp on (B)(6) 2014 with increasing pain though she was afebrile. She underwent a diagnostic laparoscopy at which time a small bowel injury was identified. An exploratory laparotomy was performed to repair the enterotomy which measured 1cm within a 3cm x 4cm circumferential blanched region associated with erythematous changed consistent with thermal injury and bowel perforation. The region of small bowel was resected along with an end-to-end reanastomosis. On inspection of the uterus, blanching of the serosa was identified along the posterior wall, "slightly right of the midline". No uterine perforation was seen. The pt did well post-operatively but returned to the operating room on (B)(6) 2014 for a supracervical hysterectomy. The uterus was mottled, consistent with necrosis. The pt [did] well post-operatively".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Radio frequency controller: (B)(4); MFR date: 11/01/2011. Device history record (DHR) review was conducted for the radio frequency controller. There were no abnormalities noted. No relationship can be established between DHR and current complaint. (B)(4).